Event description:
It was reported that during the implant attempt, it was not possible to position the right ventricular (rv) lead without high thresholds. Additionally, after multiple fixation attempts, significant noise was seen on the analyzer, without any resolution, and the physician was no longer able to advance a stylet down the lumen of the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, it was not possible to position the right ventricular (rv) lead without high thresholds. Additionally, after multiple fixation attempts, significant noise was seen on the analyzer, without any resolution, and the physician was no longer able to advance a stylet down the lumen of the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted (pul led/stretched/overstress) and the distal conductor was fractured due to over-rotation. The inner insulation was breached/torn and the outer insulation was breached/cut. Blood was found on the distal end of the electrode, and the lead was found to be stretched and damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.